Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process. The customer¿s blood glucose was 95 mg/dl at the time of the incident. Customer states insulin continues to drip after motor stops during the manual prime process. Customer states they are unable to exit the preparing to prime loop. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.